Event description:
It was reported that at preparation for use the device exhibited an error message of "unsupported scope". According to the reporter, there are no issues or concerns from the the user as device failed during precheck inspection. There was no patient harm, no user injury reported due to the event reported. Device evaluation found the device showed an error code e315 (e315 error-scope error) found on device evaluation. This report is being submitted for error e315 found during device evaluation.

Manufacturer narrative:
Device was received and evaluated. Device evaluation and inspection service repair noted that during initial inspection of the device, error code e315 unsupported scope was evident during inspection. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. On further investigation the plug body was dismantled, the moisture indicators have been triggered evidencing fluid ingress within the plug body. Fluid ingress has contaminated the internal components of the plug body. Fluid droplets are evident noted to be located below the inner shield . The inner moisture indicator has noted been activated due to fluid ingress in the plug body. Technical evaluation has confirmed the customer specified fault ¿unsupported scope¿. Excessive fluid ingress was apparent inside the endoscope connector triggering the pink. Moisture indicators throughout the plug body. Service repair noted unable to confirm how the fluid has entered the instrument; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the OEM (original equipment manufacturer) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e315 was caused by abnormal electrical parts because of leakage and water invasion from the scope connector due to the users handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.